Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. On investigation, a crack was found on top of the battery compartment and stripped threads was found on the battery cap. In addition, the device powered up to a dim and discolored verify screen. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the battery cap was damaged and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.